Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating power failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The remote service engineer (rse) evaluated the device remotely and determined that the power failure was due to external force collision (physical damage). The customer was waiting for the hospital approval on whether to proceed with the repair. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to external force collision (physical damage due to user error). The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse determined that the customer was waiting for the hospital approval on whether to proceed with the repair. It has been concluded that no further action is required at this time.